Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the insulin pump had alarmed multiple no delivery alarms. Customer's blood glucose was 478 mg/dl. Customer treated her high blood glucose with insulin injections. Customer's father mentioned the cannula was bent and had blood on it. Customer's father reported the alarm was resolved by an infusion set change. Customer will not be returning the device for analysis.